Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty on an unknown date. Subsequently, the patient is scheduled to undergo a revision due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42502006201 - femur cemented cruciate retaining (cr) narrow left size 7 - 62392730, 42540000032 - all poly patella cemented 32 mm diameter - 62869351, 42532006401 - tibia cemented 5 degree stemmed left size c - 62983714. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee arthroplasty components are anatomically aligned. There is no fracture or evidence of implant loosening. Overall fit and alignment are maintained. Bone quality appears normal. There is no radiographic cause for instability. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.